Event description:
It was reported that a pericardial effusion, perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The closure device was attempted to be implanted 3 times, and on the third attempt, the closure device was deployed too distally. The laa was perforated and a pericardial effusion was noted in the pericardial space. The patient then developed cardiac tamponade. Pericardiocentesis was performed with the closure device still in place to drain the effusion. The patient was then converted to cardiac surgery and auto transfusion was performed. The closure device was explanted, and the laa was surgically closed. The patient was discharged six days post index procedure.